Event description:
It was reported that five days after implant the patient presented to the emergency room with hematoma at the implant site, and complaints of bruising to the left chest, lateral abdomen, back, and left arm. Left cephalic vein thrombosis was observed. Medications were administered and the device and lead are still in use. The patient was enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).